Event description:
It was reported that the patient presented for a routine generator change. It was discovered on the stored electrocardiogram that the right ventricular lead exhibited noise oversensing which resulted in pacing inhibition. The lead was capped and replaced on (B)(6) 2023. The patient was stable.